Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with the bottom case seal damage. Event history log review was performed and found force sensor bridge test error in history. Visual inspection and start-up process were performed. The customer's reported problem was confirmed. According to the investigation when pressure was applied to the force sensor the reading did not come off zero. Investigator's replaced the pump main board and the reported problem cleared up. Investigator's also replaced both plunger cases due to cracked, replaced bottom case due to broken seal and calibrated the device and the device passed all functional testing. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited system failure (force sensor bridge test replaced plunger assembly with cable). No reported adverse effects.